Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had unspecified damage to the insertion section. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive on the objective lens was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scratch on the bending section cover due to physical stress. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the connection between the insertion pipe and the control unit was not secure due to looseness of the insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.